Event description:
Ge healthcare received a report from a pt forwarded by the customer site. In the report, the pt indicated receiving pain on her breast after a mammogram procedure using the performa system. The pt also described feeling numbness on her left arm and tingling on her fingertips. The procedure consisted of a 6 acquisitions with compression force ranging from 12-16dan. The pt further reported that 8 days from the time the procedure was completed, she had been to a doctor who confirmed that her nerve had been compressed. The doctor prescribed medication to be taken for 5 days.

Manufacturer narrative:
Corrected data: this event was originally reported on 10/30/2009 under MDR 9611343-2009-00051. The manufacturing site location is being corrected from ge medical systems (B)(4) to ge (B)(4) (registration number 3007120336). This report (MDR 3007120336-2012-00002) replaces MDR 9611343-2009-00051. A ge field engineer (fe) was dispatched to the site and evaluated the mammography system. The fe checked the compression force of the system and found no evidence of problems with the system. In addition to verifying the compression force of the system to be 12-16dan, the field engineer (fe) also verified that the system's maximum allowable compression was set at 18dan. The results of the investigation suggested that the system was operating according to specifications at the time of the event. There was no evidence of a relationship between the reported pain and system performance. No additional info regarding the event is available.